Manufacturer narrative:
Information contained in this report was previously submitted through asr on 01/28/2017 and 07/22/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of deflation was received on june 08, 2017 with lot number 1209934. Visual analysis of the returned device identified creases, wear abrasion, brown particles in the fill channel, yellow particles on the inner surface of the device, and one linear opening in the posterior. A leak test was performed which identified openings. A microscopic analysis was performed which identified one sharp crease opening assessed as a fold flaw opening and one smooth crease opening assessed as a fold flaw opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: - one sharp crease opening assessed as fold flaw opening. - one smooth crease opening assessed as fold flaw opening. The reported events of infection, drainage, and hematoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation. Infection ¿ in rare instances, acute infection may occur in a breast with implants. The signs of acute infection include erythema, tenderness, fluid accumulation, pain, and fever. Very rarely, toxic shock syndrome, a potentially life-threatening condition, has been reported in women after breast implant surgery. It is characterized by symptoms that occur suddenly and include high fever (102°f, 38.8°c or higher), vomiting, diarrhea, a sunburn-like rash, red eyes, dizziness, lightheadedness, muscle aches, and drops in blood pressure, which may cause fainting. Patients should be advised to contact a physician immediately for diagnosis and treatment for any of these symptoms. Additional complications ¿ after breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness. Lymphadenopathy has also been reported in some women with implants.

Event description:
Healthcare professional reported a left side deflation. Physician additionally reported "drainage of hematoma", ¿excessive drainage", infection, ¿febrile episodes¿, ¿seropurulent drainage¿, ¿thick yellow exudate¿, and ¿left breast was larger". Device has been explanted.